Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced ineffective stimulation. Additional information revealed the patient's lead had migrated. Subsequently, the patient underwent surgical intervention wherein the patent's lead was removed. Please note: the patient's ipg was removed on (B)(6) 2017 (reference MFR. Report#: 1627487-2017-03179 and MFR. Report#: 1627487-2017-03214).